Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a primary infusion of 5fu 5784mg in a 1104 ml bag, intended to run at 24ml/h over 24 hours, lasted 2 hours longer than expected. The patient required 1 additional day in the hospital as a result.

Manufacturer narrative:
The customer¿s report of a chemotherapy infusion lasting 2 hours longer than expected was confirmed via log analysis but could not be duplicated during the investigation. The log analysis could not ascertain the actual bag volume for the infusion of fluorouracil. The associated pcu event log indicated that infusion began on (B)(6) 2015 at 12:56am. The infusion was programmed at the reported incident rate of 24ml/h with a vtbi at 1104ml for a duration of 46 hours. The infusion was expected to be completed on (B)(6) 2015 at 10:56pm. The infusion was interrupted by being paused 8 times within the expected duration window; the accumulated total interruption time was approximately 48 minutes. The device also experienced interruptions from air in line alarms for an accumulated total interruption time of approximately 15 minutes. The infusion completed on (B)(6) 2015 at 11:57pm. The device was reprogrammed to infuse a vtbi of 125 mlon (B)(6) 2015 at 11:58pm, which ran to completion on (B)(6) 2015 at 5:25am. The total volume recorded as infused was calculated to be 1312.295ml testing and inspection of the returned concomitant pump module found no malfunctions and to be infusing within specification. The root cause for the reported chemotherapy infusion lasting 2 hours longer than expected could not be identified. The source pump module and disposable set was not returned for investigation.

Event description:
The 5fu infusion was intended to run over 46 hours.